Event description:
The driver arms came apart from the driver block. The customer stated that they noticed they were not receiving the insulin. Then they looked into the reservoir compartment and found the damage. It was stated that the customer does not know it happened. Bgs were treated.